Event description:
It was reported that post-implant of a realize band, the band was not holding fluids for two months since (B)(6) 2015. Unable to find any leaks. Erosion was ruled out. The patient is to go back to the doctor on (B)(6). Band was placed in (B)(6) 2007. Patient has maintained (B)(6) weight loss. No additional information at this time.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.